Event description:
Further follow up reported the patient had their revision the previous day. The representative tested the recharger during the procedure and noted the stimulator had to be less than 1 cm below the skin to get full recharging reception. It was noted the old pocket was 1.5 cm deep. The recharging issue resolved at 0.75 cm pocket depth.

Event description:
It was reported that the patient had been charging two hours every day. It was reported that the patient usually got two coupling bars, and occasionally four coupling bars, but the four bars did not last. It was reported that the implantable neurostimulator was implanted in a previously formed pocket in the lower buttock area. It was noted that when the patient charged she had to sit on it or lay on it, right where the seat of her butt was. Additional information received reported the patient was planning on having a pocket revision within the month to move her implantable neurostimulator. It was also reported the charger would overheat as a result of low airflow while sitting on the recharging plate to charge. Follow up reported the patient was scheduled for a revision on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).